Manufacturer narrative:
(B)(4). The reported mis single inner setscw was not returned to the complaints handling unit (chu) for evaluation. The exact part and lot number combination are unknown; therefore, the manufacturing or receiving inspection records could not be reviewed. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. A definitive root cause cannot be determined with the information provided. As no issues could be identified in the manufacturing or release of this product since the lot number could not be identified. Therefore, this complaint will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision l4-s1 posterior instrumented fusion; dr (B)(6), (B)(6) hospital (B)(6) 2018. The primary operation date is unknown. Patient was operated on the (B)(6) 2018 to revise a l4-s1 posterior instrumented fusion. The s1 screw on the left side of l4-s1 posterior construct did not contain the rod. The surgeon removed set screws, 55mm viper rod and the s1 6x45 screw and replaced with a 65mm rod a 7x45 screw and new set si set screws. On the right side of the construct dr (B)(6) removed the rod and sets so that he could perform an exploration of the right l5 nerve root. A 65mm rod and new set screws were then implanted. The primary operation date is unknown. There was no broken screws or rods. Patient initials (B)(6) left side: unknown depuy spine: 1 x s1 6x45 screw; unknown depuy spine: 1 x 55mm viper rod; unknown depuy spine: 3 x set screws. Right side: no unknown depuy spine detail added this will be provided as "additional information".